Manufacturer narrative:
Additional information provided. The lens was returned for evaluation. Solution is dried on the lens. One haptic is crushed near the distal tip area. The lens is cut in half (typical of removal). The lens was cleaned with lphse. Three cracks are observed on one piece near the optic center on the posterior side.. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified injector. It is unknown if qualified associated products were used. Three cracks were observed which may be the damage reported as a scratch. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched after loading. There was no reported patient contact. Additional information was requested.